Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis was inconclusive. The device lost telemetry and function. The residual voltage and impedance indicates that the battery was not internally shorted. There was no indication of abnormal current in this device. Further analysis was performed and the cause for premature battery depletion was not determined. Testing and evaluation of the hybrid reported normal operation with typical current drain levels and functionality. The hybrid is fully functional, and a root cause of the failure could not be established.

Event description:
.

Manufacturer narrative:
Product event summary: further analysis of the returned device revealed shorting/low impedance in the hybrid.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that during a routine follow-up visit, the device could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: additional analysis of the device was performed. The device was optically inspected, and a copper anomaly was noted between exposed traces in the side of the printed circuit board substrate of the stacked chip scale package (scsp). An electrical short consistent with the location of the anomaly was simulated on a system breadboard. The results of the simulation did result in symptoms similar to the reported field failure with higher than nominal current drain, non-functional telemetry and no output conditions. However no definitive conclusion can be made as to the root cause of the prematurely depleted battery.